Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
Received maude event report #mw5062230, advising that during an unknown procedure; while using the device to take down adhesions and open up the fallopian tube, the white pad part of the jaws came apart in multiple pieces, leaving multiple pieces of rubber material inside the patient. The physician suctioned the pieces up and irrigated. The device was taken out of service. It is not known how the procedure was completed. There were no adverse patient consequences reported.